Event description:
It was reported that for an unknown procedure, the clip fell out when the rotate knob was rotated after the clip was fed into the jaw. The doctor felt that the grasping feedback was not as usual when the trigger was grasped. It is unknown if device was used before a procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Dropping or ejected clip the analysis results of the instrument found that it was returned with the jaws yielded. The device was cycled and ejected the remaining clips. It could not be determined what may have caused the jaws damage. It is known that the found jaws condition can lead to the reported event of clips being spit out. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength). Hence, the jaw width will not return to its original dimensions/position after completion of fire out. In addition, as per the instructions for use. Never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to spit clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.